Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, there was an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. Review of downloaded patient flags indicates that patient protection might have been affected. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving a service code 204 (belt unusable).